Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced eye pain for almost an hour after working and using a lawn mower, which involved a large battery exchange and subsequent use. The environmental or external factors contributing to the issue are unknown, including any potential electromagnetic interference (emi) from the equipment or lawn mower. The patient stated that the issue resolved and has not recurred. The intervention involved turning down the stimulation with the patient programmer, which resolved the issue. The problem was resolved at the time of the report.